Manufacturer narrative:
No issues or non-conformance were found, no root cause could be identified with the returned sample evaluation or manufacturing history review. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The manufacturer became aware of the event through a product return. Contact lenses provided by (B)(6). It is reported that patient was given trial contact lenses (B)(6) 2019, they were advised on proper insertion and removal and instructed not to sleep in the contact lenses. In mid (B)(6) 2019 the patient returned and advised the optometrist that the lenses were not comfortable, the optometrist suggested the patient try a daily disposable contact lens, however, the patient continued use with this device. On (B)(6) 2019, the patient returned to the store and stated they were having trouble with lens removal. It is now alleged that the patient was unable to remove a contact lens from the right (od) eye for two day and has experienced a corneal ulcer and loss of vision. Good faith efforts were made by the manufacturer obtain additional details without success; further information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.